Event description:
The consumer reported the following change in therapy: overstimulation. It was stated they called the healthcare provider (hcp) yesterday, and they were going to send an email out to the manufacturer representative. It was indicated that the consumer's stimulator would all of a sudden start "fluring" up. It was almost like it would shock them; however, the consumer clarified that it didn't shock them, but it rather felt like it was a very uncomfortable stimulation which lasted for a minute and then it stopped. The consumer stated the uncomfortable stimulation occurred often and it stiffened them. It was noted they hadn't checked the patient programmer (pp) to see if the settings had changed. The consumer stated they currently weren't experiencing uncomfortable stimulation. No falls or trauma was reported related to the issue. The consumer did have an x-ray, cat scan, and diagnostic ultrasound around (B)(6) 2016. It was stated they were admitted to the hospital on (B)(6) 2016 which they confirmed the hospitalization was unrelated to the device or therapy. They had turned the device off for the cat scan. Indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they had an appointment on the day of the report and wanted a manufacturer representative (rep) to be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.